Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope for an unknown reason. No additional information was able to be obtained. At this time the system remains in service and no additional adverse patient effects were reported.